Event description:
The catheter was found broken.

Manufacturer narrative:
The sample was returned for eval on 22 oct 2007 and sent for decontamination. Upon decontamination of the unit and completion of the investigation, a supplemental report will be submitted.